Event description:
It was reported a pt presented to the hosp and was diagnosed with a massive acute myocardial infarction (mi) and was given heparin and gpiib iiia inhibitors. The pt was stable throughout an interventional procedure, followed by deployment of an angio-seal device. The pre-deployment angiogram revealed the arteriotomy site was high, most likely above the inguinal ligament. Shortly after the procedure, the pt became hypotensive and received 6u packed red blood cells. The pt was taken emergently to the operating room for exploratory surgery, where internal bleeding was noted. The pt subsequently expired. The physician stated he felt the pt would not have survived even if the bleeding had not occurred, due to the massive mi.